Event description:
Additional information received from the hcp reported that the cause of the event was user error, the patient simply wasn't understanding how to use the machine. There was no patient hospitalization.

Event description:
It was reported that patient had increased urination. She wet three times on the date of this report. Patient wanted to increase the stimulation to feel the "tingling", but could not establish communication with or without the antenna attached. Patient fell on the deck about 1 week and 2 days prior to the date of this report. The stitches were broken as a result of the fall, and the physician had patient monitor the stitches. Patient was on bladder medications prior to the device implant and had gone without it for 2 days. An appointment with physician was made on the date of this report.

Manufacturer narrative:
Product ID: 3037, product type: programmer. (B)(4).

Manufacturer narrative:
The initial MDR was filed as MFR report # 3007566237-2012-02363. Additional review indicated the correct manufacturing site was site # 3004209178. Concomitant medical products: product ID 3889-28, lot# va01fg5, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient.